Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. The corresponding retention material complies up to inr 4.5 with the specification, based on the requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). This patient stated that for 6 months to a year, her meter results have not been within her therapeutic range. At 7:14 a.m., a sample from the patient was tested using the meter, resulting with a value of 7.2 inr. At 8:00 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 5.2 inr. The laboratory result was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks. The meter has not been cleaned. The heater plate was clean. It is unknown if the patient is anemic. The patient recently started taking lasix and metoprolol medications.